Event description:
Diffuse urticaria. Info was received in 2003, from a pt, and the pt's dermatologist. The pt has a history of osteoarthritis, asthma, "low thyroid" and bladder spasms. The pt received two injections of synvisc to both twice knees in mar-2003. The first injection was without incident. One day after the second injection, the pt experienced diffuse urticaria, which they described as itchy hives all over their body. The pt initially received oral prednisone and intramuscular kenalog (dose regimens unk). The urticaria became more severe and the pt received atarax, solumedrol, benadryl and tagamet in the emergency room, which offered the pt relief for six hours. 2 wks later, the pt was admitted to the hospital and received intravenous solumedrol every 6 hours for 24 hours. The pt was seen by an allergist (date unk) who indicated that they had other cases of this and would not rule out the cause being the synvisc injections, but testing has not been possible due to the severe rash which is still present. The pt has lost over 3 weeks of work and the urticaria continues.